Event description:
Control syringe leaked air into system. Small air bubble was injected into patient's coronary artery during left heart catheterization. User facility reported no pt injury as a result of the incident.